Manufacturer narrative:
H10 the remote engineer advised the customer to remove the tanks from the unit and see if the problem persists. The remote engineer determined the issue was the oxygen tank. The tank lost its regulation and was causing the o2 inlet pressure to rise over the allowed threshold and was locking out oxygen and causing an oxygen not available alarm. The unit was functionally tested and successfully passed all tests. The unit was returned to service. No other anomaly was reported. H11: g1: contact information updated. H6: codes.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03oct2020.

Event description:
The customer reported a vent alarm with o2 not available and air is exceeding 89 psi. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.